Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. Siemens is investigating the issue. MDR 9610806-2022-00002 was filed for the flc kappa result obtained on (B)(6) 2021.

Event description:
A high free light chains, type kappa (flc kappa) result was obtained on a patient sample on a bn ii system using n latex flc kappa reagent. Two days later, the same sample was repeated for flc kappa, recovering lower. It is unknown which result was considered to be the correct result, and it is unknown if the initial or repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant flc kappa result(s).

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2022-00001 on 06-jan-2022. Additional information (18-jan-2022): quality controls (qc) recovered in range at the time of the event. The issue was limited to one patient sample. Based on the information provided, the cause of the event could not be determined. The cause of the event is unknown. The reagent is performing according to specifications. No further evaluation of this device is required. Supplemental MDR 9610806-2022-00002_s1 was also filed for the additional information obtained on 18-jan-2022.